Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of inner shaft/sheath detachment of device or device component.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an epic biliary endoscopic stent was implanted to treat a cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the stent was successfully deployed; however, during removal of the delivery system, the inner sheath broke off and was visible in the transpapillary region. The detached inner sheath was removed using a retrieval device, and the procedure was completed. There were no reported patient complications as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks b5, and h6 (device code and impact code) have been updated with the additional information received on may22, 2023. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0406 captures the reportable event of stent wire kinked.

Event description:
It was reported to boston scientific corporation on may 4, 2023, that an epic biliary endoscopic stent was implanted to treat a cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the stent was successfully deployed; however, during removal of the delivery system, the inner sheath broke off and was visible in the transpapillary region. The detached inner sheath was removed using a retrieval device, and the procedure was completed. There were no reported patient complications as a result of this event. It was reported that they did not have to retrieve anything from the patient. The deployment was difficult, and the stent wire kinked.